Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02488 / 02491).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and that the acetabular cup, protrusio cage, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Revisions: (B)(6) 2004, (B)(6) 2010, (B)(6) 2010.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and that the acetabular cup, protrusio cage, modular head and taper insert were removed and replaced. Additional information provided in patient medical records indicate that the patient was bilateral with initial implants on right hip and left hip, performed in 1995. Additional information provided in patient medical records indicate that the patient had right hip revision procedure on (B)(6) 2004 and noted fluid and fibrous tissue. Further information provided in patient medical records note that the right hip revision procedure performed on (B)(6) 2010 noted fluid and a loose acetabulum. Further information provided in patient medical records note that the right hip revision procedure performed on (B)(6) 2010 was due to a loose acetabular component and noted broken pieces of screws. A review of invoice history could not locate product information for (B)(6) 2004 revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.